Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ii and ib endoleaks are unconfirmed. This is not consistent with the reported adverse event/incident. The right and left access diameters were less than 6.5mm. This off-label condition likely did not contribute to the reported event. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms were identified. The final patient disposition was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and a vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, during a routine follow up, a type ii endoleak was identified from the lumbars which progressed the left common iliac disease creating a type 1b endoleak. The endoleak was identified with an angiogram. The physician elected to coil embolize the left hypogastric and then placed an iliac limb extending to the external. The endoleak was resolved and the patient was reported as doing well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text : device remains implanted